Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the connecting tube was dented, the aspiration quantity was out of standards due to the breakage of channel tube, there was a pinhole at channel tube, the control section was dirty, the angulation in the up direction was out of standards due to the worn angle-wire, the electrical connector was corroded, there was gap on the bending section adhesive, the insulation resistance value was out of standards since the bending section adhesive was peeled off. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the evis lucera bronchovideoscope had a leakage from the channel during reprocessing. Upon inspection and testing of the returned device, it was discovered the coating on the connecting tube was peeled off. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of peeling off the coating on the insertion section (greater than or equal to 1 x 1 mm2) found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating at the insertion section peeled off due to physical stress. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿preparation and inspection_ inspection of the endoscope. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the event can be prevented by following the instructions for use which state: ¿important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.